Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre op diagnosis: vertebral compression fracture procedure performed: kyphoplasty levels implanted- l2 intra op, inflatable bone tamp(ibt) balloon ruptured during inflation, balloon was inflated after curette was used to create space inferiorly. Balloon ruptured after second inflation attempt post-curette. Upon attempting to remove the ruptured balloon, the distal ended broke off. Both radiopaque markers remained in patient and only the proximal end of balloon could be retrieved. There were no complications to the patient as a result of this event. There was a delay of a 5 minutes in the procedure during the attempted retrieval of the ruptured ibt.